Event description:
Customer reported a past event of high blood glucose, with the highest level displayed as "high." Cause was not known. Customer took corrective actions by administering a correction injection via mdi and changing the infusion site. It was noted that the control iq feature was active during the event. Technical support recommended consultation with a healthcare provider for further discussion on factors affecting blood glucose, and the customer acknowledged this recommendation.